Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 94 malfunction events. 78 events were due to loss of osseointegration ((B)(4)). 15 events involved fracture of the device or a component ((B)(4)). In 4 events, it was reported that a device or a device component was cracked ((B)(4)). In 76 events, there was no device problem found during evaluation. In 15 events, a fracture of a device or device component was found during evaluation. In 18 events, a stress problem was identified during evaluation. In 3 events, there are no findings available because the device was not returned for evaluation. In 1 event, a deformation problem was found during evaluation. In 94 events, these are known inherent risk of the procedure. Furthermore, in 14 events, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 94 </noe> malfunction events. This report summarizes 94 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 36 events where infection occurred. 29 events where inflammation occurred. 5 events where patients' experienced osteolysis. 19 events where erosion occurred.